Manufacturer narrative:
Unit passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to carelink. No upload/download anomalies or delays in uploading/downloading were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering because they treated with manual injection and blood glucose went down but not while using the insulin pump to treat with bolus. The customer blood glucose level at time of incident was 22 mmol/l, 20 mmol/l, they changed out infusion set around and it did not make a difference, they also did a manual injection but it brought it down to 7 mmol/l, was back up now to 13.5 mmol/l, they had to done a tempal basal of 200 %. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose by bolus with the insulin pump and manual injection of insulin. Customer reported that they did not contacted their health care professional regarding the high blood glucose. The device will be returned for analysis.